Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The transmitter ((B)(4)) that was used with the device was also returned for evaluation on 06/22/2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the transmitter ((B)(4) lot number 5195180), being used with the complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defectve transmitter.